Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. Technical services (ts) reviewed the stored episode and discussed the shock was inappropriate based on rate, but clinically appropriate as it terminated the ventricular tachycardia (vt). Subsequently, the device exhibited possible oversensing and undersensing during a subsequent therapy event. Review of the stored episode noted a slow rate with evidence of t-wave oversensing, followed by an inappropriate shock. Ts discussed troubleshooting and potential programming options. No adverse patient effects were reported. This device remains in service.